Manufacturer narrative:
The cable passed a continuity test with no opens or shorts detected. No problem found. Did not cause event.

Event description:
A medtronic rep reported the camera at one of their sites would intermittently cycle. This event did not occur during surgery and no pt was present.